Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient has a primary cell battery and two leads implanted in right chest. They also have a rechargeable cell battery with directional leads in left chest for subthalamic nucleus (stn) and globus pallidus (gpi) targeting dbs. However, they encountered problems interrogating the rechargeable battery with the tablets. The tablets connected to the primary cell automatically every time even when the manufacturer representative (rep) put it on the left chest. They did connect the primary cell battery first after the rechargeable cell battery. They were unsure if the order of connection mattered. Then, the rep tried to exit the dbs apps, restart the tablet, and used another tablet for connection but still paired with the primary cell battery lastly. Lastly, the rep turned off the primary cell battery and then they were able to connect with the ins. Another colleague/rep also tried to pair up with rechargeable battery several times to enable a successful connection in previous day. The rep wondered if the distance between the two implantable neurostimulator (ins) certain requirements to avoid the impacts between each other. Apart from the interrogation problem, brainsense recording seemed to be affected too. The data shown with the primary cell battery, especially in the event snapshots, displayed with obvious artifact pattern. The implant manual was reviewed. It was also reviewed that the artifacts were likely caused by the rechargeable cell battery.

Event description:
Additional information was received stating that the interrogation issues with the activa rc was caused by the other deep brain stimulation (dbs) system. The issue is being observed and it is not feasible to turn off the activa rc to test whether the artifacts will remain or not. The issues has not been resolved and the artifacts remain in the event snapshot.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.